Manufacturer narrative:
The sample was discarded by the hospital. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 28th february, 2008.

Event description:
The nurse was placing the bd nexiva in a patient and was unsuccessful. She removed the catheter without activating the safety device and received a needle stick injury on the left index finger. The hospital stated it was user error.